Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A revision procedure was performed. This rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.